Manufacturer narrative:
This supplemental report is being submitted to provide additional information and outcome of the patient. Olympus followed up with the user facility. The user facility reported that there was no health hazard other than the gastrointestinal wall damage and the patient was discharged on the same day that the patient underwent the procedure.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during diagnostic procedures, gastrointestinal wall of three patients were damaged and the wall bled when the subject device contacted to the wall. It was also reported that after procedures, the user facility found that the bending section of the subject device did not angulate enough. The procedure were completed with the subject device. Other detailed information was not provided. This is 2 of 3 reports.